Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was initiated at mako surgical. The rio session files were reviewed. All values were found to be within acceptable tolerances. The data suggest the rio operated as expected. The pt reportedly felt unstable and was able to pop the joint in and out, but then fully dislocated before needing to be reduced. The surgeon stated that the cup placement looks great and that a possible solution will be lengthen the femoral head component. Currently, the prescribed treatment is for the pt to be immobilized for one month. Evaluation is ongoing, and a supplemental report will be provided if additional info is obtained.

Event description:
The surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system, mako was informed that the pt experienced a dislocation, and had to undergo a closed reduction performed by the surgeon.